Manufacturer narrative:
Device evaluation summary device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger problem) has been confirmed. The distributor evaluation of the charger/modem confirmed that the device would not power on. The distributor evaluation determined that the power supply was defective. The battery charger/modem was returned to zoll manufacturing corporation for further investigation. The battery charger's power supply unit was not returned to the manufacturer as part of the investigation. No problem was found with the battery charger/modem during the manufacturer's investigation. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem (B)(4). The patient using the charger/modem reported that the power supply was damaged and was unable to power on the charger/modem.